Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Current controls are in place to mitigate this failure. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer stated that neonate pads were causing a sudden drop in patient temperature leading to patients experiencing bradycardia. Providers had to use bair huggers to warm patients back to normothermia. Per follow up information received via task on 22nov2024, spoke with nurse who confirmed the issue was pad related. They stated that they keep having issues with neonatal pad flow rate causing issues with the babies staying warm. They have to use bair huggers and warm blankets in addition to the therapy and believed this pad was disposed of but would check with manager.

Event description:
It was reported by the customer stated that neonate pads were causing a sudden drop in patient temperature leading to patients experiencing bradycardia. Providers had to use bair huggers to warm patients back to normothermia.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.